Event description:
User experienced high control recovery for multiple assays after troubleshooting an instrument cuvette jam issue and received one pt sample with discrepant digoxin results. Sample type is serum, drawn in gold top sample tube. Initial result gave 3.5; repeated twice giving 3.2 and 1.7 ng per ml. No pt info was provided. Results were not reported.

Manufacturer narrative:
The field service representative found problems with probes b and c. He tightened probes b & c fittings, primed fluidic system, checked and tightened all compression fittings if required at internal water reservoir, replaced probe b liquid level detect cable and checked initialization rotor position. To verify analyzer performance a cuvette handling check, workstation accuracy test and check test were performed results were within specification. Observed proper instrument operation while customer successfully ran calibration and controls.